Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 170 mg/dl. The customer believes that the insulin pump was not delivering insulin to him properly resulting in high blood glucose. The customer discontinued use of the insulin pump two months ago but never contacted the helpline with regard to any of issues he was experiencing. The customer was advised that we are unable to troubleshoot the insulin pump to pinpoint exact issue due to it being without a battery for two months . The patient was advised that we will replaced "oow" insulin pump with a cot pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.